Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had been experiencing high blood glucose levels, and was hospitalized last week due to this. The customer was unable to provide more info or troubleshoot at the time of the call. Nothing further was reported.